Event description:
The customer observed a falsely elevated magnesium (mg) result generated on the architect c16000 processing module for a patient sample. The following data was provided (customer's reference range 0.66 to 1.07 mmol/l. Any result > 1.15 mmol/l is automatically repeated): sample ID (B)(6)initial result = 3.1 mmol/l, repeat result = 1.0 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date updated from blank to 2/1/2008 the field service representative (fsr) inspected the instrument, performed troubleshooting, including replacement of parts. Return testing was not completed as returns were not available. The instrument service history review for (B)(6)revealed one additional service ticket associated with discrepant/erratic magnesium results, however, there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c16000 did not identify any trends associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 for serial number (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium (mg) result generated on the architect c16000 processing module for a patient sample. The following data was provided (customer's reference range 0.66 to 1.07 mmol/l. Any result > 1.15 mmol/l is automatically repeated): sample ID (B)(6) initial result = 3.1 mmol/l, repeat result = 1.0 mmol/l no impact to patient management was reported.